Manufacturer narrative:
The device was not returned for evaluation. The reported event of difficulty taking reading was resolved after rcts assisted the user with scheduling a mera visit. Mera assisted the user with positioning on (B)(6) 2024. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. A review of relevant complaint files that are associated to the batch number was performed. Conclusively, there are two additional complaint(s) related to the associated batch number, and the reported issue.

Event description:
Additional information was received on 20may2024 that the healthcare provider confirmed the reported hospitalization was not related to the performance of a cardiomems product and was due to a subarachnoid hemorrhage (sah).

Event description:
The patient reported that they were hospitalized for dehydration as a result of not being able to take readings due to electromagnetic interference with their patient electronic system.